Manufacturer narrative:
A supplemental MDR is being submitted for additional information from medical records. The following sections of this report has been corrected or updated: correction to b5. Update to b4, g3, g6, h2, h10. Investigation is ongoing.

Event description:
As reported to the implant patient registry (ipr), approximately 5 years, 11 months, 18 days post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve was explanted and an inspiris resilia surgical aortic valve was implanted. Through medical records, it was found the valve was stenotic with calcification, and increased gradients.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. Therefore, a lot history review is not required. While this IFU was not listed in the technical summary, review of the IFU revealed similar instructions as to those referenced in the technical summary. Therefore, the technical summary remains applicable to this reported event, refer to procedural mitigation review section. No IFU/training manual deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for 'post-implantation ' svd ' calcification' was confirmed from medical record. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per a technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. In this case, a review of medical record revealed that the patient has a past medical history of type ii diabetes, which is a well-known risk factor for bioprosthetic valve calcification. As such, available information suggests that patient factors (diabetes) may have contributed to the reported event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported to the implant patient registry (ipr), approximately 5 years, 11 months, 18 days post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve was explanted and an inspiris resilia surgical aortic valve was implanted. The reason for explant was stenosis, calcification, and increased gradients. It's noted in the echo that there was moderate ar. Systolic gradients are severely increased. Mean gradients are 36.68mmhg, ava 1.44cm2. Severe as with calcified leaflets with reduced ef (30%).

Manufacturer narrative:
Investigation is ongoing. Device not returned.